Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in the emergency room with no recent follow up as an outpatient. They reported occasional low flow alarms when dehydrated and low voltage alarms. Log files captured low voltage hazard events on (B)(6) 2024 at 08:04 and (B)(6) 2024 at 14:32 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. Each event lasted about 3 seconds. The mpu had a v-lock connector on the altering current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were not any environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service.

Manufacturer narrative:
Section b3: date of event corrected manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, the device was not returned for further analysis. On 06nov2024 at 08:04:24 and on 15nov2024 at 14:32:11, the low power hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during the loss of ac power events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information states the mpu has a v-lock connector, the power cord was not loose at the wall outlet, the power cord was not loose at the back of the unit, there were no environmental circumstances that would have led to a loss of ac power, and the mpu remains in use. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device history record for the mobile power unit (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 07oct2022. No further information was provided. The manufacturer is closing the file on this event.